Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the right ventricular exhibited poor capture and sensing during initial testing. Once the lead was in position the values continued to worsen. The physician requested a new lead to complete the procedure. The were no consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece measuring 59.3 cm. Analysis was normal. No anomalies were found.